Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 146 mg/dl. Troubleshooting was initiated for the blank display. There was a small crack on the plastic close to the up arrow. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on lcd board. No unexpected smell or constant tone noted during testing. The insulin pump had a cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.